Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #: 1225714-2013-01339.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report numbers: 1225714-2013-01339 and 1225714-2013-01340. Additional information has been requested and will be submitted upon receipt accordingly.